Event description:
Allegedly, bipolar became disassociated and a revision surgery to an slt bipolar happened. Information collected from invoice search on (B)(6) 2021: implant date.

Manufacturer narrative:
Updated incident description.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, bipolar became disassociated and a revision surgery to an slt bipolar happened.